Event description:
In 2007, the sales representative reported that during a transforaminal lumbar interbody fusion (tlif) surgery the distal end of the incompass screwdriver broke. All the screws were in place and the traxis cage was placed in the patient without difficulty. Upon final xray, a small piece of metal was seen sitting on top of or near the cage. The closing of the incision was in process when the doctor intervened by reopening the incision in order to retrieve a small piece of metal about one to two millimeters in length. Upon the inspection of the incompass instruments, it was identified that a small piece of metal was broken off from the screwdriver. Retrieval of the piece resulted in a 20 minute delay in surgery. There was no reported injury to the patient.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.